Event description:
Reporter alleged glucose back to back test results were 73 mg/dl followed by a 168 mg/dl within 3 mins of each other while the normal range is 130 mg/dl. It was reported meter had been dropped and glucose was tested prior to be within an acceptable range. No treatment was rportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.